Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot#: va197kd, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had a lead revision and they found the left side was good but the right side was off. The lead that was replaced was the one on the left side of the brain (right side of the body). No patient symptoms or further complications were reported as a result of this event.